Event description:
Per sales rep, the coated tear drain came apart during implantation.

Manufacturer narrative:
Device not returned for evaluation as it could not be decontaminated. If additional information is received it will be reported on a supplemental report. Device not returned.